Event description:
Reporter indicated that the pt was explanted due to infection. The infection was treated with antibiotics and explant of pulse generator and entire lead (including electrodes). Neurosurgeon indicated that the pt's wounds are healing well and that the pt is back to their baseline neurologic eval. Neurosurgeon recommends having the pt fully evaluated from an immunological perspective to be sure that the pt is not predisposed to infections. Review of mfg records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine the cause of the reported infection.